Manufacturer narrative:
H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following literature publication was reviewed: nofsinger s, marker a, nag u, et al. Thoracoabdominal multibranch endograft repair of type ia endoleak after laser in situ fenestration and chimney endovascular repair for pararenal aortic aneurysm. This case report describes the management of a failed endovascular aneurysm repair using gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device), gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) devices, gore thoracoabdominal multibranch endoprosthesis (tambe), and gore iliac branched endoprosthesis (ibe) alongside non-gore devices including medtronic endurant ii and valiant stent graft systems. The study involves 1 patient, a 64-year-old woman with a pararenal abdominal aortic aneurysm complicated by type ia endoleak after prior evar and subsequent laser in situ fenestration with chimney evar. Procedures included endovascular repair with chimney stenting to the renal arteries using vbx devices, and in situ laser fenestrated stenting of the superior mesenteric artery using a vbx device and a viabahn device, followed by salvage thoracoabdominal multibranched endovascular repair with tambe and adjunct iliac branch repair using ibe. Initial procedural results demonstrated successful deployment of thoracic endograft and placement of renovisceral incorporation. However, the patient developed a persistent gutter leak from the renal chimney stents, and further aneurysm expansion. The patient then underwent a salvage endovascular repair using a thoracoabdominal multibranched endoprosthesis (tambe) with iliac branched device for definitive repair after aneurysm sac enlargement. The tambe device was successfully implanted despite malrotation of 90°, with selective branch cannulation achieved for the superior mesenteric artery and right renal artery, and occlusion of unused branches. At 12-month follow-up, the aneurysm was excluded with no residual endoleak and preserved mesenteric and renal perfusion, although an additional secondary procedure involving right hypogastric coil embolization and iliac extension was required for inadequate iliac seal. Adverse events included transient acute kidney injury following the initial life/chimney procedure that resolved by postoperative day 6, and a subsequent persistent type ia gutter endoleak attributed to renal chimney stents leading to aneurysm sac expansion. After tambe implantation, acute kidney injury occurred again due to intentional sacrifice of the left kidney. No spinal cord ischemia or mesenteric insufficiency was reported during follow-up. Reintervention was required for persistent endoleak and later for iliac seal failure, highlighting ongoing risk of secondary procedures in complex endovascular repair. This case captures the reportable type ia gutter endoleak associated with use of vbx devices as chimney stent grafts in the renal arteries, with a resulting reintervention. This case captures 1 acute kidney injury associated with the procedure involving the gore thoracoabdominal multibranch endoprosthesis (tambe), related to left kidney sacrifice. This case captures 1 secondary reintervention for iliac seal failure following implantation of the gore iliac branched endoprosthesis (ibe).